Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Trumatch tibial cutting block cracked while the surgeon was respecting proximal tibia.

Manufacturer narrative:
Examination of the submitted blolck confirmed the reported breakage. Review of the device history records did not reveal any anomalies. A design file review was conducted and confirmed the proposal design and block design were within trumatch specifications. The investigation could not draw any conclusions about the root cause of the block breakage. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.